Manufacturer narrative:
Corrected data: h6 (the investigation findings & investigation conclusion codes that were inadvertently omitted from the previous follow-up report have been provided).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such scratches on the pink probe, cracks on the a-rubber glue, and multiple damages in the um image were identified. The reported event was confirmed along with no ke45 at the lg bundle cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of bioburden possibly being stuck in the scope and no ke45 at the lg bundle cover could not be identified. However, is likely the cause is related to insufficient reprocessing due to deviation from the instruction manual. The event (bioburden possibly being stuck in the scope) is preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. The event (no ke45 at the lg bundle cover) can be prevented by following the instructions for use which state: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
He customer reported to olympus, the evis exera ii ultrasound gastrovideoscope may have a bioburden stuck in the scope and would like for it to be checked. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device¿s return is anticipated, but to date the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.